Event description:
It was reported that an ilet user experienced a charging problem with the device due to the pump being placed face down on the wireless charging pad while a belt clip was attached, which impeded charging of the battery charger interface. The user's reported blood glucose was 390 mg/dl. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with incorrect charging setup, found to be facing down, after which the charger resumed charging with the correct configuration. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to incorrect set up related to the charging configuration.